Event description:
User experienced a leak from the front of the analyzer creating a large puddle. User stated he was not aware of any patients being affected as qc recovered within acceptable limits and was consistent with previous results. No operators were harmed. The field service representative determined there was a hole in the rinse water tubing and repaired it. Performance tests were performed, and no additional leaks were noted.